Event description:
The customer sent the device to the philips bench repair. The the device was not in use at time of event, there was no adverse event reported. It was identified during bench testing that the mx40 1.4 ghz smart hopping device did not produce sound during testing. The bench technician confirmed that the speaker is defective and replaced it.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.